Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient has good coverage with the new battery. Explanted device will not return due to facility policy and electrocautery was used during the procedure.